Manufacturer narrative:
(B)(4). Batch # p93v1e. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material it was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be determined. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, the handpiece was not working. A spare one used to complete the procedure. There were 39 remaining uses. Patient consequence was not reported.